Event description:
Piece of broken needle in the abdomen [needle issue]. Case description: the incident does not represent a serious public health threat. Medical device info: (B)(4). This spontaneous case from (B)(6) was reported by a diabetes nurse specialist as "piece of broken needle in the abdomen" and concerns a (B)(6) male pt using novofine 31g 6mm needles (device therapy) from an unk date and ongoing for type ii diabetes. Patient's height: not reported. Pt weight: (B)(6). Medical history includes type ii diabetes mellitus, high blood pressure, ischemic heart disease, paroxysmal atrial fibrillation, abdominal aneurysm treatment, myocardial infarction, nephropathy and paraesthesia of lower limbs. In (B)(6) 2009, when the pt wanted to take the needle off after an injection, he realized that the novofine 6 mm needle remained at the abdomen. The needle dissociated at the level of the plastic tip. The pt contacted his general practitioner and the incident was reported to the rptr at the end of 2009. The rptr advised the pt to consult his diabetes specialist and to have a radiological exam. An x-ray was done some weeks after the incident. The x-ray films are presently in the possession of the pt. The diabetes specialist has been advised of these facts at the consultation of (B)(6) 2010. The pt is presently asymptomatic but he wonders about the f/u of the event and would like the needle to be removed. The pt has to have an operation for an eventration and would like to take the opportunity of this operation to take the needle off. The pt does not feel any symptoms. The pt uses the novofine 6 mm 31 g needles on a novopen 3. The operator has been trained in the use and did perform air shots prior to each injection. A function test has been performed when purging the pen and the device passed the function test. The pt is usually re-using the same needle for 4 to 5 injections. The suspected product has been stored according to recommendations. The operator of the device at the time of the event was the pt himself. The pt has not previously experienced the problem in question with novofine. The pt continued to inject himself with novofine 6 mm needles. He did not keep the needle support of the dissociated needle, nor the needles box and he does not know the batch number. The outcome is reported as unk. Final comment from the MFR: twenty two other cases with similar root cause as case (B)(4) has been reported. In all cases, the pts reused the needles or/and handled the needle in contradiction to what is recommended in the pt leaflet. On the basis of the novo nordisk a/s does not see this as a safety concern. Rptr comment: rptr's alternative aetiology: not reported.